Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen was not functioning properly. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the touchscreen was unresponsive in the lower half of the touchscreen. The rse advised the customer to complete a touchscreen calibration and perform touchscreen diagnostics. The customer biomedical engineer (bme) reported the touchscreen failed the diagnostics. The rse provided the customer with information for a replacement touchscreen. This investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on (B)(6) 2023, it was stated that the advised replacement touchscreen was ordered following the remote service. The touchscreen was confirmed to be replaced, and the device returned to full functionality and was returned to use. The replaced touchscreen was scrapped and will not be returned to philips for evaluation. The device diagnostic report (drpt) was not available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.